Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer experienced a high blood glucose of 490 mg/dl. Customer's mother was able to resolve the customer's high blood glucose by changing the infusion set. The customer's mother also reported several no delivery alarms occurring. Customer was not available to troubleshoot. No additional information provided.